Event description:
On (B)(6) 2009, the pt was treated with gore tag thoracic endoprostheses for a dissection of the descending thoracic aorta. On (B)(6), the pt presented with a dissection of the aortic arch, originating at the anastomosis of a previous ascending arch repair. On (B)(6) 2009, the pt underwent debranching of the great vessels, and another tag device was placed in the aortic arch to treat the dissection. The pt tolerated the procedure. On (B)(6), the pt underwent repair of a pseudoaneurysm in the right femoral artery, which was an access vessel for the previous tag device placement. No further complications were described in the medical records.

Manufacturer narrative:
(B)(4).